Manufacturer narrative:
Concomitant medical products: product ID: 3058, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. Product ID: 3889-28, lot# va0v239, implanted: (B)(6) 2015, product type: lead. Product ID: neu_unknown_prog, product type: programmer, physician. (B)(4).

Event description:
It was reported that satisfactory, in-range impedance values were not obtained during the implant procedure of a ¿defective¿ implantable neurostimulator (ins). Troubleshooting attempts included turning up parameters and wiping down the lead, but issue still persisted. A new ins was implanted as the impedance readings were able to normalize. The defective ins was to be sent back for analysis. Follow-up is being conducted to determine cause and outcome.